Event description:
Event description guidant received information that this pacemaker and ventricular lead were explanted due to episodes of loss of capture, which could not be recreated. It was also noted that the patient's atrial lead was surgically abandoned as the lead would not be utilized due to the patient's history of atrial fibrillation.